Event description:
It was reported that the patient presented for a scheduled procedure. Prior to the procedure it was noted that the physician would like to cap and replaced the right atrial lead due to oversensing noise causing inappropriate mode switch. It was noted that the physician believed ¿discontinuity in lead insulation¿ was observed and for these reasons the lead was capped and replaced on (B)(6) 2025. There were no patient consequences.